Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information: please clarify;the handle got stuck by arming it. Does this mean that the handles of the device closed and would not open? Or did the handles of the device stick and not close when attempting to fire? How was the procedure completed? To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy, the handle got stuck by arming it. It is unknown how the procedure was completed. There was no patient consequences.

Manufacturer narrative:
(B)(4). Batch # t92444 investigation summary the analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and the trigger was found to be bent, not allowing the clips to be fed into the jaws. In addition, 20 clips were found remaining inside the clip track. The damage on the device could be caused by the internal ribs being gauged by the feeder link, causing the trigger to experience additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.